Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m149983 and test base part number 190-430 / lot m149983. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149983 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference

Manufacturer narrative:
Initial reporter name and address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal dacron flocked material swab. Confirmation testing on nasopharyngeal and oropharyngeal swabs with pcr generated positive results on (B)(6) 2021. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.